Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver a 10 ml saline flush via an infusion pump. After an unspecified length of time during the flush, the patient reported the tubing was leaking. The nurse noted that the tubing had separated from the secure lock male adapter and clamped the tubing. The tubing set was replaced, and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.